Manufacturer narrative:
Occupation: health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a possible burn was observed in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.